Event description:
Arjo was informed about an incident involving the kwiktrak gate system and arjo maxi sky 2 ceiling lift. Following the information reported, a cover fell from the ceiling track installation, an assembly component of the gate motor box. The event occurred during patient transfer when the ceiling lift passed the gate. No injury was claimed.

Manufacturer narrative:
The gate motor box (an optional component of the kwiktrak track system) allows the ceiling lift to travel from a mobile track to the fixed track and vice versa. The cover is assembled in the bottom grooves. Based on the installation and maintenance document for kwiktrak gate (001.11500.en), when the gate system is successfully tested: ¿the #001.00060 sticker seal [label] is applied on the top of the motor box, which will keep the cover from sliding sideways.¿ the evaluation of all information was conducted to determine the cause of the gate motor box cover detachment. Based on this, two hypotheses have been put forward. The first hypothesis states that the label was not placed on the gate motor box cover and the cover was incorrectly assembled in the bottom groove. This could cause, following passage through the gate, detachment of the cover. The second hypothesis assumes that the label was not in place and repeated contact of the lift cabin with the motor box, led to the detachment. It was not possible to confirm whether the label was on the motor box cover and whether the cover was correctly assembled in the grooves. During arjo representative visit, the cover was dismantled from the gate box. No label was not found on the cover. It was not possible to confirm if the cover was incorrectly assembled in the groove. According to the information gathered, the gate system has been in use for more than four years. The motor box component involved in the event was manufactured in april 2017 and installed at (B)(6) hospital in november 2018. The installation inspection performed by a 3rd party registered professional engineer passed the test as fully functional. This equipment was neither serviced nor maintained by arjo since 2021. In addition, arjo has not received any calls for repair from this customer concerning the kwiktrack gate system. The ceiling system is serviced by the 3rd party service provider. The last inspection was performed in august 2022 and no issue was found at that time. The kwiktrak gate instruction for use (reference: (B)(4) mentions that: ¿¿the kwiktrak gate system must be inspected by a qualified arjohuntleigh technician on an annual basis to ensure the proper functioning of its components, as well as the safety of the patients and care givers that use the equipment.¿ to sum up, the information gathered did not allow to determine which of the above-mentioned scenarios occurred. However it needs to be pointed out that there is no indication that this issue would be related in any way to the manufacturing process. Arjo device failed to meet its performance specification since the gate motor box cover detached. The device was used for patient transfer when the failure occurred. The complaint decided to be reportable due to gate motor box cover detachment during transfer of the patient. No injury was claimed.